Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Performed service and repair functions as per (B)(4). Reviewed service history. Attach box label, dhs-sav001-fms, and electrical safety. The unit was evaluated and the reason for return: "pinch valves weren't cutting over properly" could not be duplicated. The unit passed all diagnostic tests, functional tests, and is fully operational. This device was produced prior to the closure of the fms facility in nice, france and therefore will not have a DHR review preformed. Please see signed legacy fms batch review. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. UDI: (B)(4).

Event description:
It was reported that an fms duo + pump 's pinch valves went cutting over properly during a knee surgery. The procedure was able to be completed even though the unit wasn't working properly. No report of patient harm or surgical delay.